Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when the pump was off, it immediately began alarming, and this alarm tone had a slightly different tone to that the customer previously heard with 'issue 2' alarm, and it lasted a lot longer than normal too. The alarm descended in sound to eventual silence. The event occurred immediately on use. The event occurred at the hospital. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: no product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.